Event description:
As part of a retrospective review presentation spanning 2019-2021 given by an orthopedic medical group, it was noted that a patient received a plf with bilateral posterior fixation from l4- s1 on (B)(6) 2021. Two months post operatively ((B)(6) 2021) radiographs depicted the left s1 bone screw had fractured. Plan for revision surgery is unknown.

Manufacturer narrative:
Radiograph images confirmed the complaint. A plan for revision is unknown. Device is not available for evaluation. Part number and lot number were not provided. DHR review cannot be completed at this time to date, multiple communication attempts have been made to retrieve the product information and lot number. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.). Root cause or specific failure mode cannot be determined.